Event description:
It was reported there was telemetry failure. The rf (radio frequency) head and programmer were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 analyzer. (B)(4).